Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl and 434 mg/dl and the sensor value was 39 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that the sensor glucose was reading low and so they drank juice to bring the blood glucose up and the meter started reading over 400 mg/dl. The insulin pump will not be returned for analysis.